Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent a shoulder repair procedure in 2002 and suture was used. She states the incision totally broke down and was oozing pus and now has a keloid scar. She was treated with antibiotics at the time of surgery.